Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, poor communication occurs due to shortage in the circuit and corrosion caused by water leakage, hence, the image disappeared. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. ·never clean, disinfect, sterilize, or store this camera head together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. ·do not strike the camera head. The camera head may be damaged. ·do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6). The device was returned to olympus and the reported issue was confirmed. There was no image displayed due to a leak at the cable unit. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the 4k camera head exhibited image issues. There were no reports of patient harm or impact associated with this event. During evaluation of the returned device, the device produced no image which was due to a leak at the cable unit. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.